Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during an implantation attempt of the subject device, the physician had difficulties to tighten the lead and to block the right ventricular setscrew even with another screwdriver. The device was not implanted and will be returned for analysis. Another device was implanted.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, during an implantation attempt of the subject device, the physician had difficulties to tighten the lead and to block the right ventricular setscrew even with another screwdriver. The device was not implanted and will be returned for analysis. Another device was implanted.

Event description:
Reportedly, during an implantation attempt of the subject device, the physician had difficulties to tighten the lead and to block the right ventricular setscrew even with another screwdriver. The device was not implanted and will be returned for analysis. Another device was implanted.